Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: n5- "angle closure with elevated iop was reported."- should be in initial MDR. H6: clinical code 4581 - angle closure- should be in initial MDR. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2,-9.5/1,5/109, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The lens was removed within the same surgery due to low vault and pupil block with elevated iop 26mmhg (assessed: (B)(6) 2020). On (B)(6) 2020 a replacement lens of longer length was implanted and the problem resolved.